Manufacturer narrative:
(B)(4). The information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2021 due to a high blood glucose level of 600 mg/dl. The customer¿s blood glucose at the time of the call was 500 mg/dl. The customer was treated with an intravenous insulin drip in the emergency room. For the blood glucose of 500 mg/dl, the customer was treating with manual injections. The customer was using the insulin pump within 48 hours of the reported high blood glucose event and auto mode was active. The customer reported a hardware low level failure alarm. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose on (B)(6) 2021 with blood glucose level was 500 mg/dl. Customer was treated with intravenous insulin and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had hardware low level failure alarm. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.